Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had to turn their stimulation off because they kept feeling a shocking sensation going down their leg. Patient said they turned their stimulation down to the lowest setting, which was at 0.1, but they were still feeling the shocking sensations. Patient stated that they then tried to turn it up to a higher setting and it was worse, so they turned stimulation off completely. At the time off call stimulation was off. The patient was redirected to their healthcare provider to further address the issue.